Manufacturer narrative:
Concomitant medical product: dtma1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and low p waves. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.